Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical procedure performed was open reduction of distal humerus fracture (elbow). For the surgery, a va elbow system was requested. The drill bit broke while the surgeon drilled during the placement of the lcp plate 2.7 / 3.5 olecranon right 2 holes. The surgical procedure ended without any inconvenience for the patient. The surgery was completed successfully.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter contact information is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown orthopedic procedure for an elbow fracture on (B)(6) 2018, the drill bit broke while the surgeon was drilling a plate hole. About three (3) millimeters (mm) of the drill bit was left in the patient's bone. The physician decided to leave the drill bit fragment because it did not affect any of the vascular structure or the elbow joint mobility of the patient. There was no patient consequence reported. Surgical outcome and patient status is unknown. Concomitant device: trauma plate (part: unknown, lot: unknown, quantity: 1). This report is for a 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).

Event description:
There was no surgical delay reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient¿s height reported as 168 cms. A device history record (DHR) review was conducted: part: 323.062; lot: l703352: manufacturing site: bettlach, release to warehouse date: 03.jan.2018: the device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Corrected therapy date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.